Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service the device. (B)(4).

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs), liquid crystal display (lcd). The cse then upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
A report was received from the USA stating that an 840 ventilator was inoperative while in use on a patient. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the event. The date of the event is unknown.